Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 18-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The gynecologist performed the essure removal (date not provided). Follow-up information received on 01-jun-2016 from gynecologist: reporter mentioned she was not willing to provide more information. Company causality comment: this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a gynecologist performed the essure removal. This event is serious due to medical importance and listed in the reference safety information for essure. If essure removal is required, surgery (hysterectomy or salpingectomy) may be necessary. Although, in this case, the reason for removal was not provided, given events nature, causal relationship with suspect insert cannot be excluded and since an intervention was probably implied, this case is regarded as incident. Further information could not be obtained. A product technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 01-sep-2016: quality-safety evaluation of ptc was received. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 410 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this medically confirmed and spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and a gynecologist performed the essure removal. This event is serious due to medical importance and listed in the reference safety information for essure. If essure removal is required, surgery (hysterectomy or salpingectomy) may be necessary. Although, in this case, the reason for removal was not provided, given events nature, causal relationship with suspect insert cannot be excluded and since an intervention was probably implied, this case is regarded as incident. According to technical investigation, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs